Event description:
The tip of this needle broke off in a patient during a rotator cuff repair. Sales rep. Confirmed that the broken piece was retrieved from the patient and the surgeon experienced a 45-minute delay as a result. A c-arm was brought in to help search for the broken piece and once found, it was removed with the use of a shaver. Sales rep. Indicated that the needle broke after approximately 6 passes. No patient injury resulted.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.